Event description:
It was reported that: "incident observed at the operating room. Whilst she was preparing devices before an intervention, the nurse observed that the device was wet inside the non-opened sterile packaging". No patient involvement reported. Product was replaced prior to patient use.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. A CAPA was opened to further address this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident observed at the operating room. Whilst she was preparing devices before an intervention, the nurse observed that the device was wet inside the non-opened sterile packaging". No patient involvement reported. Product was replaced prior to patient use.